Manufacturer narrative:
Patient city: (B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred in australia it was reported that the patient faced kinked tubing. The site was patient's stomach. No further information available.